Event description:
Physician attempted to treat a lesion using a resolute integrity 3.0x22mm drug eluting stent. Target lesion was in the proximal lad. Lesion had moderate calcification, moderate vessel tortuosity and 90% stenosis. Lesion was not pre-dilated. Stent was advanced to lesion without any problems. It is reported that during inflation the resolute integrity balloon burst at 4 atm, the pressure disappeared continuously from the beginning. Catheter, guide catheter and guide wire were removed. Procedure was completed with a new guide catheter, guide wire and a second resolute integrity 3.0x22mm stent. No patient complications were reported and patient status is reported to be ok. No clinical sequelae were reported.

Manufacturer narrative:
Results: balloon rupture. Root cause of the event could not be determined. Conclusions: balloon rupture. Root cause could not be determined. Evaluation of device to be completed. (B)(4).

Manufacturer narrative:
Evaluation results: failure to follow instructions ¿ (lesion was not pre-dilated). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis, moderate calcification and moderate vessel tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis, moderate calcification and moderate vessel tortuosity. Failure to follow instructions ¿ (lesion was not pre-dilated). (B)(4).

Event description:
Evaluation summary: the stent was not returned with the delivery system. The delivery system returned locked on the procedural guidewire. There were a number of kinks visible on the hypotube. The transition shaft was severely stretched and kinked with the corewire protruding through the shaft. The distal shaft was stretched. The proximal inner shaft marker was located in the inflation lumen proximal to the balloon bond. The balloon proximal pillow was expanded. The distal cone was pulled into the balloon. Crimp impressions were visible along the working length of the balloon. The balloon folds were slightly opened but intact. There was blood visible in the inflation lumen and balloon indicating the presence of a leak. It was not possible to inflate the balloon due to the corewire protruding through it. The device was cut distal to the guidewire entry port; however the balloon could not be inflated due to the stretching of the distal shaft. The balloon was removed from the device and placed in a waterbath to disperse the residue from it. Visual inspection confirmed the presence of a short tear on the proximal pillow. The edges of the material were jagged and uneven at the tear site. Image review of the procedural images confirms a calcified lesion with stenosis in the proximal lad. The images show the resolute integrity device positioned across the lesion. The proximal segments are expanded and there is a large gap evident between the proximal inner shaft marker and the first proximal stent. The distal and mid segments are not expanded. There is no contrast evident leaking from the balloon. A balloon device and guidewire are delivered in the vessel. The device is retracted towards the guide catheter tip along with the second guidewire. There are no further images of the resolute integrity device. Another resolute integrity device is positioned across the lesion and successfully deployed there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.